Event description:
The patient reported the charging system unit was getting hot when it was plugged into the wall. A replacement charging system was sent to the patient. Follow up identified the replacement device resolved the issue. The patient reported the new device was functioning properly.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.